Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the caster socket is broken on one leg of the bed.

Manufacturer narrative:
Additional/updated information was added to reflect the dealer providing an updated issue description and patient weight.

Event description:
The dealer stated that the caster socket is broken on one leg of the bed. Update: the provider called back in and states the castor socket is not the issue and will need to replace the castor with the brake.